Event description:
The customer reported that the device was not sealing even though end tones were heard. It is unknown what the evidence was regarding the tissue not being sealed. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.